Event description:
It was reported that cadd legacy pump fails accuracy. During testing, no patient injury reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(6), as a result of warning letter cms#(B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed the labels were intact. During functional check, the reported problem was not duplicated. Running three accuracy tests, the pump was found to be within manufacturing specifications. No problem found. Root cause could not be determined. No action taken.